Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, egms anomaly was observed on the device. The second line displayed the last egm instead of the presenting rhythm. The issue occurred after the device upgrade. The issue was being investigated. The patient was being monitored. No patient symptom was reported.